Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by failure analysis team, who determined the usm passed sine cycle, fiber power, carriage verify calibration, carriage strength, insertion friction and carriage friction tests on the patient side cart fixture test platform (pftp). Visual inspection of the carriage gearboxes and top plate did not find any factor that could have contributed to the reported event. Failure analysis identifies that the carriage gearboxes to be potential root causes of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report an issue with the trajectory of the instrument coming in via guided tool change(gtc). The customer has changed instrument twice in arm3 but the issue remained. The tse reviewed the logs but found no related issues. The tse walked customer through canceling gtc but the issue remained. The tse recommended a power cycle of the system when possible. The caller will power cycle the system after the case and call ended. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did cause unintuitive motion. There was no injury/harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The technical support team recommended the fse to do a quad bar calibration to see if that would resolve the issue. The quad calibration did not resolve the issue. The fse later went to the site and replaced the universal surgical manipulator (usm) and the guided tool change started working properly. The system has been verified as ready for use. Isi did receive the usm to perform failure analysis. However, failure analysis has not completed their investigation.